Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) has been used as a default. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿this batch was manufactured in 2000, DHR's are retained for 7 years. Therefore, no DHR review can be performed¿ conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the syringe 0.5ml 28ga 1/2in 10bag 500 dhc experienced no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the parent of consumer called stating she found about 20 bags of her son's old insulin syringes in her closet. Stated he used to use the syringes and then was switched to the bd pen needles. Consumer stated they are probably expired.